Event description:
It was reported that only a single drainage hole was working at the level of the le guillou 4-way prostate probe. It was stated that this had happened several times on the same myavr490 lot number. There were no consequences for the patient as the probe was pretested. Several number of probes had to be discarded as they were defective. Per additional information via email from ibc on 22mar2021, the issue was detected prior to use and the device was not used on patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that only a single drainage hole was working at the level of the le guillou 4-way prostate probe. It was reported that this had happened several times on the same myavr490 lot number. There was no consequences for the patient as the probe was pretested. Several number of probes had to be discarded as they were defective.